Manufacturer narrative:
Investigation: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that the scale was misaligned. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. Unable to perform DHR check for scale misaligned due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the scale markings were misaligned with a bd syringe 0.3ml 29ga 1/2in. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: the scale was misaligned.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the scale markings were misaligned with a bd syringe 0.3 ml 29ga 1/2 in. This occurred on 3 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale was misaligned.